Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 in order to treat stress urinary incontinence, weakened pelvic fascia and pelvic organ prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent partial removal in approximately 2009 due in part to physician recommendation. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02244. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat midline cystocele. It was reported that the patient had the concurrent procedures of a cystoscopy, anterior repair cystocele, insertion of mesh or other prosthesis for repair, and sling operation of stress incontinence performed during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency and nocturia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02244. The same patient is represented in each medwatch.